Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. The customer also reported receiving the following meter readings 413 mg/dl, 339 mg/dl and 197 within a ten minute timeframe. It is unclear if the readings are related to the event reported. When plotting the readings against the average on a parkes error grid, the results fell in the "a" and "b" zones showing that the values are not clinically significant. The customer did not know if she washed her hands prior to testing.

Event description:
Customer reported she experienced symptoms of weakness, headache, sweatiness, nausea, and blurred vision due to readings she received on her freestyle meter. Customer reported losing consciousness and/or having a seizure. It is unk what kind of treatment was rendered to ameliorate the customer's symptoms and if there was any kind of third party medical intervention required. There was no report of death or permanent impairment associated with this event.